Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hto. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative postal code (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows. It was reported on (B)(6) 2022, that the 2 reamer ria¿s heads broke while reaming and the harvesting kit has disconnected surgery was not delayed due to the event. There was a change of reamer head and ria 2 bone harvesting kit . Procedure was successfully completed. Fragments were generated, and they were not easily removed as some parts remain in the patient. Patient outcome/consequences is unknown. This report is for one (1) reamer head f/ria 2 ø10 this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: hrx. H3, h6: manufacturing location: supplier ¿ (B)(4) inspected and packaged by: monument release to warehouse date: 24 february 2022. Expiration date: 01 february 2032. Part: 03.404.016s, 10.0mm reamer head for ria 2-sterile. Lot: 651p979 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part: 03.404m016, ria ii reamer head 10.0mm. Lot: 358p774. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from mark two engineering was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Was reviewed and determined to be conforming. Heat treat results certified. Certificate of compliance supplied to mark two engineering from banner medical was reviewed and determined to be conforming. Certificate of tests supplied to banner medical from carpenter was reviewed and determined to be conforming. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the reamer head f/ria 2 ø10 was broken from the prongs, only one fragment was returned. Embedded device condition cannot be confirmed since x-ray evidence was not provided. A dimensional inspection for the reamer head f/ria 2 ø10 was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø10 would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: 14.0mm reamer head ria 2. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.